Event description:
(B)(4). Debilitating atypical migraine with stroke-like symptoms. Crohns disease in remission.

Event description:
(B)(4). Also uterine fibroids found.

Event description:
(B)(4) device was provided by insurance. I'm adding here because it's a complicated set of multiple side effects and couldn't add properly through the website. Dates were from date of onset((B)(6) 2014) thru (B)(6) 2015. Heat intolerance, chronic low potassium. Chronic low vit. D. Abnormal menses, adenomyosis, ovarian cysts, acute and chronic cervicitis. Abdominal pain and abdominal spasm/twitching. Ended up needing total abdominal hysterectomy. Hypoglycemia. Elevated blood pressure and erratic pulse. Needed multiple EKG and inpatient heart monitoring. Went to ER multiple times and was admitted for stroke workup including multiple head CT and brain MRI. Tingling/numbness in left hand, face, scalp. Brain shocks. Unusual fainting, chronic for unexplained dehydration, skin irritation and itching, gallbladder removed. More adhesions than usual with one 20 year abdominal surgery. 12 mm kidney stone.

Event description:
#Medwatcher #follow up1 #FDA mw5059469 #(B)(4). Did have the 3 month hsg confirmation test. Also pelvic pain and heavier, longer menstruation.